Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 3 patient samples tested for na+ electrode (na+), k+ electrode (k+) and chloride electrode (cl) on a cobas integra 400 plus. Based on the data provided, the chloride and na+ results were discrepant for 2 patient samples. Patient 1 initial cl result was 115 mmol/l. The repeat result was 100mmol/l. On (B)(6) 2018 patient 2 initial na+ result was 123.7 mmol/l. The repeat result was 131.4 mmol/l. The customer repeated the patient samples without re-centrifugation. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. No electrode lot numbers or expiration dates were provided. The cl electrode was last replaced on (B)(6) 2018. The na+ electrode was last replaced on (B)(6) 2018. Qc results were within range at the time of the events. The customer performed an ise check which did not pass. The customer ran an automatic cleaning tower, electrode service and ise check on the instrument and it did not pass. The customer replaced the calibrators and solutions and primed the ise reagents; the customer also activated electrodes twice and ran calibration and qc. Calibration and qc passed, but the ise check still did not pass. On (B)(6) 2018 the field service engineer (fse) visited the customer site and rechecked the module. The fse cleaned and reassembled the module. Ise tubing was conditioned, the ise calibrator was primed, and the electrodes were activated. The ise check passed. The customer has had no further issues since the service visit. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.